Event description:
It was reported that the patient¿s gastric stimulator had high impedance. The patient had the gastric stimulator replaced 8 months ago and the leads had moved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).